Event description:
Healthcare professional (hcp) reported a pt death during a dialysis treatment. In 2001, pt underwent usual dialysis treatment. Three hours into pt's dialysis treatment, the pt complained of shortness of breath, chest pain, sweating, and had a decreased blood pressure of 93/26. The pt became unresponsive with no pulse or blood pressure. CPR instituted, but facility staff were unable to resuscitate. Medications administered during this dialysis treatment were ferrilecit and epogen subcutaneously. The pt was pronounced dead at the hospital.